Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.in the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
Device 1 of 2: reference MFR. Report#: 3008829311-2018-00150. It was reported an infection was found at the patient's ipg and lead sites. In turn , the patient's doctor cleaned her wounds and administered antibiotics intravenously. Blood work was later performed and came back negative for infection.

Manufacturer narrative:
The date of explant was not provided to the manufacturer.

Event description:
It was reported that the system was explanted on an unknown date due to the infection. No further information is available at this time.